Event description:
It was reported that on the programmer the user was able to "select patient" and have it identify the implanted device, however, once the screen loaded all green bars disappeared and there was no telemetry, wired or wireless. Toggling the check box to "allow wireless" did not make any difference. The programmer was returned for service. Follow-up determined that another programmer was readily available and that there was no impact to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - printed circuit board assembly found out of electrical specification. Rf (radio frequency) telemetry c transceiver assembly found out of electrical specification.